Event description:
It was reported that this device had a battery depletion error. The information was provided via the latitude monitoring system. The pulse generator has been implanted greater than seven years. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.